Event description:
It was reported that the patient was experiencing pain in the lower back. The patient was given an injection. Additional information was received that the patients pain was pre-existing.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain in the lower back. The patient was given an injection.